Event description:
An arterial pressure exceeded alarm occurred during two routine hemodialysis treatments approximately 10 days apart, due to issues with the pt's catheter. Rinseback of the pt's blood was not performed due to the amount of the time elapsed, resulting in an estimated blood loss of 190cc for each treatment. Hb was 10.9 g/dl prior to the blood loss events and decreased to 9.4 g/dl post second event. The pt was hospitalized on (B)(6) 2012 to receive a new catheter and was transfused 2 units of blood on (B)(6) 2012 prior to being discharged. The pt was transfused to make him comfortable as he is quadriplegic and anemic and has a very poor tolerance to low hb. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarms to issues with the pt's catheter, which has since been replaced. The report does not contain info to suggest a device malfunction occurred and is not considered device related. The cycler alarmed appropriately to inadequate blood flow from the pt's vascular access. The user guide includes probable causes and troubleshooting instructions for alarms and also includes instructions for performing manual rinse back of the pt's blood "when trained and instructed by the facility when an alarm cannot be resolved." Facility staff has provided additional training for the operator. Nxstage medical considers this report closed. No additional info will be provided.